Event description:
During the atrial fibrillation procedure, a pericardial effusion occurred which was diagnosed with an echocardiogram. This resulted in the discontinuation of the procedure and monitoring of the patient until stable. At the end of the procedure, it was noted that the patient's blood pressure had dropped. An echocardiogram was performed, and a small pericardial effusion was diagnosed. The physician stopped the procedure, and the patient was monitored until stable. The patient was then transferred to the intensive care unit for observation. There are no reported performance issues with any abbott device in this event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.